Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular channel of the device. Provocative testing was performed, and the noise was not reproduced. The suspected cause of the event is due to a header anomaly. No intervention has been performed at this time. The patient was stable and there were no consequences. Related manufacturing report number:2017865-2023-52029.